Event description:
Philips received a complaint by the customer on the v60, indicating that the on/off button was not working due to a defective power management (pm) printed circuit board assembly (pcba). At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the on/off button was not working due to a defective power management (pm) printed circuit board assembly (pcba) and requested for a pm pcba replacement.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10: an authorized service provider (asp) replaced the power management (pm) printed circuit board assembly (pcba) and confirmed that the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. Per good faith effort (gfe) response, the asp could not confirm if the device was in patient use at the time the issue was discovered. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.